Manufacturer narrative:
Correction: section g1 "manufacturing site for devices". The reported event was confirmed. The device inspection revealed the tip of the bit is broken. Microscopic inspection revealed a brittle fracture: the breakage is due to a torsional overload (too high torque applied). In addition, marks of usages are visible on the device. Based on investigation, the root cause was attributed to be user related. The most likely cause is that excessive torque was applied during screwing. In addition to this, also the following factors might have contributed to the event: - the device had experienced excessive use or force and became susceptible to breakage. - hard/dense bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, a supplemental report will be submitted.

Event description:
The hospital reported to the customer service the following event : "when doctor removed an "autofix" screw earlier, the tip of the screwdriver (B)(4). "Exploded".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The hospital reported to the customer service the following event : "when doctor removed an "autofix" screw earlier, the tip of the screwdriver (ref (B)(4)) "exploded".